Event description:
It was reported that, during a cori tka cadaver lab, there was a drill disconnect error that they were able to clear. When they ran the libtcu tool status check and they got these error statuses: "network_watchdog_timeout", "overheat" error, but also a "bad_exposure_position_sensor" error. Later the system stopped and crashed. They tried restarting the case, but could not get very far, either failures in the handpiece (drill) information screens or not much further. The "bad_exposure_position_sensor" error was constantly present, even when plugging and re-plugging the tool. A second drill was tried, and it worked fine. No patient was involved.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number sn (B)(6), intended for use in treatment, was not returned for evaluation. The reported problem could not be confirmed with a visual inspection. A functional evaluation could not be performed due to the product not being returned. An image was provided. Screenshots of error codes are attached to the field report. Log files of the event were provided and reviewed, in addition to what the customer did themselves to attempt to fix the issue. The log files show many errors related to the drill exposure motor encoder. A relationship between the reported event and this device could not be established. The most likely cause of this event is associated with a failure of the drill's exposure motor encoder, leading to errors causing drill disconnections. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.